Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported communication error between the pod and the dexcom continuous glucose monitor. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s daughter reported that the patient was hospitalized on (B)(6) 2026, for a hypoglycemic event. She stated that the omnipod 5 had switched to manual mode and ultimately remained in manual mode after the patient received an automated delivery restriction (adr) alert, and that the patient may have forgotten to switch back to automated mode. The adr is a feature designed to temporarily remove the user from automated mode when blood glucose values are high, low, or missing due to absent sensor readings. While on manual mode, the patient received too much insulin and experienced a glucose level of approximately 40 mg/dl. The patient became unconscious, and paramedics confirmed the low glucose via fingerstick. The daughter also reported ongoing issues with missing blood glucose values from the dexcom g6 continuous glucose monitor. During hospitalization, the patient was still wearing a pod, which was delivering basal insulin only, while insulin for meals and corrections was administered manually by injection. The daughter noted that the patient had recently moved to assisted living, had a significant decrease in appetite over the past week, and had been receiving substantially reduced insulin needs in automated mode compared to manual mode. The patient was discharged from the hospital on (B)(6) 2026.